Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced recurrent low glucose readings and was self-treating with sugar and soda, after which glucose rose and then declined again; the customer¿s lowest reported blood glucose was 80 mg/dl, and education was provided to treat only when alerted for low or urgent low on the system. Symptoms included hypoglycemia without reported injury. Outcomes included no hospitalization and no long-term impact reported. Investigation included complaint intake and user education on appropriate hypoglycemia treatment thresholds and device alerts. Investigation of this case revealed no device alarms or malfunctions and no device component issues, with user technique and timing of treatment discussed as potential contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.